Manufacturer narrative:
Supplemental report submitted to include additional information received. As per pre-decontamination evaluation, the sheath was observed kinked. Added h6: device code(s) and h10.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: sheath shaft received curved. Liner lifted 2cm in length from strain relief. Remaining liner unexpanded. Distal tip unopened. One (1) kink at strain relief section at 1.5cm from hub. Strain relief punctured at 2cm from hub. Sheath shaft punctured at same location as strain relief puncture. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint of inability to advance the delivery system through sheath was confirmed based on the evaluation of the returned device. The available information suggests that patient factors (tortuosity) likely contributed to the event as the sheath was received curved and kinked. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaint of sheath punctured was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). The complaint of sheath kinked/bent was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts), which did occur in this case. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by left transfemoral approach. The esheath+ was inserted into the patient without difficulties, but during the advancement of the delivery system through esheath+, strong resistance was noted. It was observed through fluoroscopy that the valve had a bent strut and the esheath was damaged in the partially expandable part, exposing one of the valve struts out of the esheath+. All devices were removed and a new kit was used. The procedure was successfully done, the patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.